Event description:
Update: (B)(6) 2013 - sales rep reported revision procedure to address pain. Part/lot were identified. The complaint was updated.

Event description:
Update 03/21/2014 - medical records were obtained. Medical records indicate elevated metal ion levels and fluid within the pseudocapsule. Dob was identified. Dor will be updated for both sides. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/03/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected information date of event; explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013, patient revised to address pain. There is no new additional information that would affect the investigation.

Event description:
Litigation papers allege discomfort, pain, and soreness, difficulty bearing weight, audible noise emanating from both hip implants. Additionally alleged the patient has been diagnosed with aseptic loosening and revision has been recommended.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.